Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? I have videos for the complaint, it is too big to send via email. What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) ¿ delayed wound healing, improper skin approximation.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the skin staplers do not close and become lossy on the incision. No other details were provided. No patient consequence reported.